Manufacturer narrative:
Device not returned.

Event description:
Patient underwent a right total knee arthroplasty one year ago. The patient presented about reconstructive service with complaints of significant pain and giving way and grinding under his kneecap since his right total knee arthroplasty. He was diagnosed with anteroposterior instability and wore a posterior cruciate ligament (pcl) stabilizing brace. He had significant improvement with the use of the brace, but was unable to tolerate the brace. Therefore, he was advised to be a candidate for revision surgery.